Manufacturer narrative:
(B)(4).

Event description:
It was reported that after an implant in (B)(6) 2010 a lump in the patient¿s neck was discovered and it was stated the lead end cap was thought to have gotten left in and it traveled down the patient¿s neck. It was reported ¿some surgery¿ had to be done to remove it. It was stated the patient¿s physician had stated the lump was scar tissue initially, as it was just below the connection behind the patient¿s ear. A couple months after the lump was lower down their neck and the patient went to the emergency room, where an x-ray was taken. It was stated nothing was seen, and the patient had guessed that it was due to it having been plastic. The patient returned to their neurosurgeon and it was stated that something had got left behind and a surgery occurred to remove it. The device was reported to have been a ¿little capsule.¿ the surgery was reported to have occurred in either (B)(6) 2011.

Manufacturer narrative:
Concomitant products: product ID neu_leadcap_acc, product type accessory; product ID 3387s-40, lot# v578427, implanted: (B)(6) 2010, product type lead; product ID 3387s-40, lot# v578427, implanted: (B)(6) 2010, product type lead; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 37651, serial# (B)(4), product type recharger; product ID 37642, serial# (B)(4), product type programmer, patient. (B)(4).